Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: stereotaxis system (model# unknown, lot# unknown), carto 3 rmt system (model# m-5830-01, lot# unknown). Manufacturer ref no: (B)(4).

Event description:
It was reported that a patient underwent a right ventricular outflow tract (rvot) and a left ventricular outflow tract (lvot) ablation procedure for premature ventricular contractions (pvcs) with a navistar® rmt thermocool® electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. Mapping and ablating was performed in the rvot and the lvot. Procedure was completed. Post-ablation, intracardiac echocardiography (ice) revealed no effusion. At an unspecified point, after the patient left the procedure room, a cardiac tamponade developed. There is no information regarding symptoms. Pericardiocentesis yielded 1000 ml of blood. Patient was reported to be in stable condition at the time of complaint report. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.